Manufacturer narrative:
Concomitant medical products: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6)egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown sigpshell - sig power sigpshell control shell, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectal resection due to ileus, while firing into the tissue, the resistance reached its limit and an attempt was made to release it from the tissue, it articulated but did not return and was damaged. An additional resection was performed and additional sutures were done with a stapler. Another adapter was used to complete the case.